Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2012; 500dm25 implantable mechanical valve - (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited possible oversensing post ventricular pacing, resulting in pauses in pacing. Follow up is currently in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible oversensing post ventricular pacing, resulting in pauses in pacing. It was further reported that follow up was attempted for additional information, but was unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.